Manufacturer narrative:
Patient identifier: not available, weight: not available, ethnicity: not available, race: not available. Without a sample, it is not possible to perform any tests to determine if the plate met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether a patient plate was the root cause. To reduce the risk of burns, all instructions should be followed as per the instructions for use (IFU). The complaint description stated betadine was used on the abdomen. The instructions for use states, to reduce the risk of burns the site must be clean, dry and free of hair and to remove hair at application site. The IFU also states to avoid placement over surgical prep solutions containing iodine. The complaint description also stated possible concerns with the generator or with the coagulation device. Without additional information, it is not possible to determine whether a malfunction of the generator or the coagulation device could have contributed to the alleged injury. Currently, it is not possible to tell if any of these factors are the root cause of the alleged injury. Two-year trend chart for all patient plates with the same global sales code, identified failure and cause codes does not indicate an adverse trend.

Event description:
A hospital reported a female (B)(6)-year-old patient developed a third degree burn from 3m¿ 8180f electrosurgical plate. Patient was undergoing a laparoscopic hysterectomy and was grounded on her upper leg. Surgical site (abdomen) was cleansed with isobetadine. Her leg was not clipped or shaved prior to applying the plate. After thirty seconds into the surgery they heard a cracking sound. Procedure was stopped, plate was removed, and surgeon observed a third-degree burn. Size of burn was not reported. The skin was immediately rinsed with sodium chloride 0.9%. A plastic surgeon was consulted; recommending flaminal hydro at time of injury. Medical intervention reported included a skin graft. Monopolar was used, cut and coagulation was 70.